Manufacturer narrative:
UDI - not required for the reported product code. Results: are based upon evaluation of the returned sample; based upon the onopened and retention samples evaluated. Conclusions: based upon evaluation of the returned sample; based upon the onopened and retention samples evaluated. The actual device along with one unopened sample from the same lot were returned to the manufacturing facility for evaluation. The needle of the actual sample was broken just above the tip of the glue and the glue was observed to be cracked. The hub remained attached to a 10ml syringe with medicine aspirated at 5ml. The broken needle was approximately 25mm in length and was bent at the middle by 135°. Magnified of the broken ends of the needle showed the cut was uneven. There are no non-conformities noted on the same lot sample also returned. Retention samples were visually inspected and subjected to stiffness testing and resistance to breakage. All samples met manufacturing specifications. A review of the device history record for the involved product code/lot number combination was conducted with no relevant findings. A review of the complaint files found no reported events with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction and the exact cause of the reported event cannot be definitively determined based on the available information based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported cannula breakage during a procedure. The following information was provided by the user facility: the doctor was performing a lumbar puncture procedure; when the doctor penetrated the needle under the patient's skin, the patient felt an unpleasant sensation; when the needle was removed and checked, no needle bent was seen; the doctor performed re-penetration of the needle, and the needle broke at hub tip and remained in the patient's body; the needle could not be removed through fluoroscopy, a skin incision was done and the remaining needle was removed; after removal of the needle through skin incision, the patient visited the hospital due to the pain after removal of the needle; it was reported the patient has difficulty in sleeping and it has interfered in the patient's daily work; and the medication agent used was 5cc xylocaine 1% and 1 pc of loxeen ampule.